Manufacturer narrative:
Inspection and testing found the adhesive on the lighting lens was peeled off. The reported issue (forceps channel problem) was not confirmed. In addition, angulation was reduced and the angulation knob was loose due to stretched angle wires, there was a crack in the adhesive on the bending section cover, there was rattling at the connection between the bending tube and insertion tube, the universal cord was damaged, there was a scratch on the plastic distal end cover, there was superficial damage to the adhesive at the distal end, the connector was damaged, the switch was damaged, the boot was damaged, the scope connector cover was damaged, and the control section was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a problem with the forceps channel. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during evaluation (peeled adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A definitive root cause for the reported product problem was not established. However, it is probable that the issue occurred because the device was either subjected to (a) physical stresses (e.g., dropping or hitting against a hard surface) or (b) chemical stresses which led to deterioration. Olympus will continue to monitor field performance for this device.